Event description:
It was reported that patient's physician wanted to remove the neurostimulator in order to treat an "unrelated to therapy" issue. The patient indicated that the therapy was not helping, so they quit using the neurostimulator for a year. Due to the patient stopping use, the neurostimulator battery reached a state of overdischarge. The patient then decided to have their neurostimulator removed. Post explant, it was noted that there was no injury to the patient. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model 377775 lot# v011607 implanted: (B)(6) 2008 explanted: unk; lead model 377775 lot# n0040746 implanted: (B)(6) 2008 explanted: unk; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).